Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority alarm 30166 (max air exceeded) occurred on an amia automated pd system. This alarm occurred during setup while the patient was not connected. There were no leaks, all bags appeared connected, and all clamps were closed on unused lines. The renal therapy service agent explained the alarm to the care giver. The care giver also stated that the patient never had the alarm before. The care giver ended the set up and started over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.